Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Addition information: the user interface module master software version for this device is 5.09.90. A service history review revealed the device has been serviced five times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery". During previous services, the battery and battery harness were replaced. The reported condition was confirmed in the event history log review. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. The customer did not have information about when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no report of patient/user involvement, injury or medical intervention. The user interface module software version for this device is unknown at this time. The customer is willing to be contacted. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was determined by quality engineering that the reported problem was attributed to faulty main batteries as a result of user error.